Event description:
The customer reported that while the unit was in use on a pt, the unit sounded an audible alarm. The unit's power was re-cycled and therapy was continued. No pt injury was reported.